Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 70 mg/dl at the time of the incident. The customer was at 199 mg/dl at the time of the call. The customer was given glucose to treat. The customer experienced symptoms such as vomiting, headache, and slurred speech. The customer was wearing the insulin pump during the incident. The customer was having sensor glucose versus blood glucose differences. Troubleshooting was not completed. The insulin pump will not be returned for analysis.